Event description:
The stent would not cross the lesion. Upon attempted removal, the stent would not come back into the guiding catheter. The guiding catheter was pulled back to the tip of the femoral sheath. The stent slipped off the balloon at the tip of the sheath. The stent was successfully retrieved with a snare. Another stent was deployed without difficulty.